Manufacturer narrative:
The subject product was not returned for evaluation, as such we are unable to review for root cause determination. Additional information has been requested. Based on not having the sample returned to evaluate, no conclusion can be made. Note, the medical device lot # provided in is one of three potential lots (juep2205/ juet3041/ judvf008) used by the distributor (B)(4)" to provide the kit product to the customer. Lot no: juep2205; release date: 03/25/2020; lot expiration date: 02/28/2023; qty: (B)(4). Lot no: juet3041; release date: 07/23/2020; lot expiration date: 06/28/2023; qty: (B)(4). Lot no: judvf008; release date: 08/27/2019; lot expiration date: 07/28/2022; qty: (B)(4). Review of manufacturing records indicate that all lots were manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during a procedure on (B)(6) 2021, the suction tip of the bard/davol x-stream laparoscopic irrigation tubing set with nezhat-dorsey trumpet valve fell off and irrigation fluid leaked. There was no reported patient injury.